Manufacturer narrative:
Patient date of birth and weight are unknown. Date of event: unknown. This report is for 0.8 mm synpor orbital floor plate. Implant date: unknown date in (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision surgery in (B)(6) of 2014 and was implanted with a synpor plate of unknown size and titanium mesh. It was reported the synpor plate was trimmed to size. The surgeon attempted to secure with a screw, but was unsuccessful. The revision surgery seems to be successful in repairing the fracture; however the patient is still experiencing blurred vision. The patient's initial surgery was on (B)(6) 2014 to repair a left orbital fracture. On (B)(6) 2014 the patient was implanted with a 0.8 mm synpor orbital floor plate. This report is for a 0.8 mm synpor orbital floor plate. This is report 1 of 1 for (B)(4).